Manufacturer narrative:
(B)(4). The reported complaint that "blood was found in helium pathway" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported ", the blood was found in helium pathway. The pump triggered an alarm". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported ", the blood was found in helium pathway. The pump triggered an alarm". Additional information states that the information catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(6).